Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try different charging solutions, but these attempts did not resolve the issue. Consequently, technical support arranged for a replacement pump and provided the customer with the necessary instructions and tracking information for the new pump, while advising on how to return the defective unit.